Event description:
This is the same event and the same pt reported under MDR ID# 2939859-2000-00122 (mcghan medical #1026979). This second MDR is being submitted for the second suspect product, also a device mfg by mcghan medical. This separate distinct number is provided per the FDA's request for traceability purposes. Physician called to report a pt who has shown hypersensitivity to bovine collagen after being skin tested in 2000 with negative response. The pt was first injected in 2000, in the vermilion border of the lips with 1.0cc of one formulation of collagen and 0.5cc of a second formulation of collagen. The pt called the next day, in 2000, to complain of swelling, redness and bruising at treatment sites for both lips. Pt was instructed to apply ice pack to lips. The pt called back in 2000 to report that the symptoms called back in 2000 to report that the symptoms remained and were possibly getting worse. Pt called again to say the symptoms were persisting. The pt finally came in to see the physician in 2000. At this time, the bruising and most of the swelling was in abeyance, but there were two red, swollen nodules at the lower columella. The physician administered intralesional kenalog at these two sites and started the pt on topical dermatop and neutra-cort. The pt called in 2000 to report that the symptoms had been fluctuating and the flare ups always seemed to happen when pt was with friends, usually at dinner or cocktail hour. Pt was seen again by the physician in 2000 and the test site on pt's forearm was swollen and indurated. Pt also had what appeared to the physician to be a granuloma on the right upper vermilion border.